Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was in a coma for ten days and was on hospice approximately two weeks post implant of the cardiac r esynchronization therapy defibrillator (crt-d). It was suspected that the crt-d was keeping the patient alive and was continuing to shock the patient because the patient was moving occasionally. It was noted that the patient's heart rate was stable. There was a magnet placed over the crt-d to disable the high voltage therapies but the patient representative wanted all therapies disabled. The patient died the following day.